Event description:
Information received from an affiliate indicated that the catheter does not properly fit the 150ml injector syringe. The reporter indicates that this may have also occurred in another facility. The reporter indicated that the product looked "normal" when it was opened. The local company who sales the injector made an investigation and no abnormal results were found. There has been no other information provided.

Manufacturer narrative:
Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. With the very limited amount of information and no return of the product, it is not possible to confirm the report or draw a relationship between the reported event and the device. Typically, there is a connector tubing that joins the injector syringe to the catheter. It is not known what brand of connector tubing was used if any. There does not appear to be any manufacturing or design related issues associated with this type of complaint. This is one of four products involved with the reported event. The associated manufacturer report numbers are 9616099-2009-00262, 9616099-2009-00264, and 9616099-2009-00265.